Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting back up items on an unknown date, some were set aside for complaints. 1 stardrive screwdriver teeth are chipped. 2depth gauge for 2.0mm and 2.4mm screws had wires loose. 1 stardrive shaft teeth was chipped. And 1interlocking screwdriver is warped and shipped. There was no patient involvement. This report is for a stardrive screwdriver shaft t15 250mm long. This is report 2 of 2 for (B)(4).